Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted from 100% and shut off within one day. In addition, the customer did not see insulin exiting the tubing during the fill tubing step while loading a cartridge. The customer disconnected the tubing from the cartridge and still did not see drops exiting. Tandem technical support instructed the customer to change the cartridge. The customer declined follow up to ensure a new cartridge was loaded successfully. The customer's blood glucose level was 310 (mg/dl) and a manual injection was delivered at the time of the report. Reportedly the customer would continue to use the pump for insulin therapy.